Event description:
It was reported to medtronic neurosurgery that the pt needed a vp shunt revision. The report state that, when the physician flushed the valve with saline, he noticed that there was a leak from the valve. According to the report, another valve was used to complete the operation. The report stated that the pt is currently in a good condition.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of device performance was not possible. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The valve met the requirements for patency, leak, siphon, reflux, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).